Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. After downloading the product code, normal function ensued.

Event description:
It was reported that pacing was not observed once the pulse generator was placed in the pocket and programmed to the unipolar configuration. The device was removed and replaced.